Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A search of the complaint database against the provided product code found additional reports of mating end breakage. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via eco400749. The design was modified to reduce incidence of instrument failure. The current reported device was manufactured prior to the implementation of eco400749. The investigation could not verify or identify any product contribution to the reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The universal handle broke during final impaction of prosthesis.